Event description:
A pt was undergoing a procedure to a highly calcified and slightly tortuous proximal lad with 90% stenosis. A 1.75m rotablator was used at the target lesion . Then, predilation was done with a 2.5mm balloon; inflation pressures and times are unk. The physician was trying to get the 3.0x 33mm cypher to cross after a failed attempt, and deeply engaged the guide catheter. The physician also conducted an anchor balloon technique, but the cypher did not cross. Upon retrieval of the sds, the stent was noted to be flared at both ends. Two bare metal stents were implanted (type unk) to successfully complete the procedure.